Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-10-8 device of lot number c1373749 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a terumo visiglide 2 wire guide, of unknown diameter. A sphincterotomy were conducted prior to this occurrence, but pre-dilation was not. The complaint device was advanced through an unknown olympus endoscope. The target location was hepatic portal region of the bile duct. Resistance was not encountered when advancing the wire guide or the delivery system through the obstructed area. It is unknown if the complaint device was advanced through a previously placed stent. No portion of the device detached and remained in the endoscope or patient. The procedure was completed with a new device. On evaluation of the returned device, it was observed that the flexor had separated from the handle at the white connector cap. 5mm of the stent was seen partially deployed from the distal end of the device. The stent was not missing any gold rivets, and there were no fractured stent struts. The flexor length was measured as 201cm, which was within specification of 200cm +2/-1cm. The device was flushed without issues. A kink was observed in the inner peek catheter, just distal to the white cap. The kink in the inner peek could have occurred during transport, as the device was returned without the original packaging. A new 0.035¿ diameter wire guide was advanced through the device, with slight resistance encountered when the wire guide passed the kink in the inner peek. The engineers were able to successfully release the stent. The stent was measured as 8cm long, with no damage evident. There was no tactile damage observed on the flexor. There was no evidence of manufacturing defects on the device. Complaint is confirmed as the failure was verified in the laboratory, as the flexor was observed separated from the handle. As confirmed by the product development engineers, a likely cause for this occurrence could include insufficient strength in the flexor, which could prevented the flexor withstanding the forces during advancement or deployment, and could have caused or contributed to the flexor separating from the handle. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product packaging insert. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1373749. There is no need for further actions as a project has already been opened. According to the initial reporter, the patient did not experience any adverse effects, and did not require any additional procedures due to this occurrence. The procedure was completed with another device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user found the sheath was separated from the handle during advancement to the target site. He commented as 'I didn't see the moment of separation because I was watching the endoscope image.' He also found the stent tip was partially out of the sheath tip, so he replaced it with another device to complete the procedure.